Manufacturer narrative:
(B)(4). Date sent: 7.1.2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested and the following was obtained: were these symptoms mentioned caused by an ethicon device? This retrospective cohort study was performed in a de-identified hospital billing database. As such, the study was not able to answer this question. Is the current patients' status known? This retrospective cohort study was performed in a de-identified hospital billing database. Patients were followed in the database for up to 30-days post-procedurally for study outcomes of interest. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The current study assessed outcomes of interest according to a pre-specified study protocol. As such, the current study did not assess this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparison of clinical outcomes of gripping surface technology staple reloads versus standard staple reloads used with manual linear surgical staplers. Author(s): stephen p fortin, william petraiuolo, guy cafri, gustavo scapini, pratyush agarwal, divya chakke, stephen johnston, barbara h johnson, paul m coplan, shumin zhang. Citation: medical devices: evidence and research 2022:15 385¿399; https://doi.org/10.2147/mder.s393881. This study compared surgical adverse event rates of manual staplers with gripping surface technology (gst) vs standard reloads. These data may be used for label changes in china and latin america. Between october 1, 2015, and august 31, 2021, 4571 patients undergoing general surgery and 814 undergoing thoracic surgery using echelon flex¿ manual staplers with gst or standard reloads (ethicon endo-surgery) were included in the study. In the general surgery group, there were 2075 males and 2496 females with a mean age of 54.1 (sd 17.3) years. There were 1791 patients who had standard reloads while 2780 had gst reloads. In the thoracic surgery group, there were 419 males and 395 females with a mean age of 62.8 (sd 13.2) years. There were 300 patients who had standard reloads while 514 had gst reloads. The reported complications included perioperative bleeding after general surgery (n= 386), 30-day anastomotic leak (n=314), sepsis (n=99), and prolonged air leak (n=107). In conclusion, gst reloads, compared to standard reloads, used with echelon flex¿ manual staplers (ethicon endo-surgery) had comparable perioperative bleeding and anastomotic leak for general surgery, and lower incidences of safety events for thoracic surgery.